Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing records were reviewed and no issues or discrepancies were found and met all specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu.

Event description:
Clinical study. It was reported that following a percutaneous carotid artery intervention stenting treatment procedure, the patient returned with in-stent restenosis. The index procedure treated the 85% stenosed 7.0x20mm principal target lesion located in the ostium of the right internal carotid artery. A second lesion was located in the bifurcation of the right common carotid artery. Treatment utilized a bsc filterwire ez and placed a 4-9x30mm nexstent in the principal lesion. Following post dilation with an unspecified device, the residual stenosis was 20%. Two days post procedure, the patient was discharged and had a nih stroke value of 0. The patient returned 292 days following the index procedure for a scheduled 12 month ultrasound revealing a 70% restenosis of the target lesion. The carotid duplex scan showed marked calcification in the right internal carotid artery with a significant increase in flow velocity throughout the previously placed stent in the right internal carotid artery raiding the possibility of stent compression by extrinsic calcification or restenosis. Per a handwritten annotation, there was a 60-70% stenosis. The event outcome was considered resolved without residual effects and the patient will undergo a repeat ultrasound. Per the physician, the relation of the event to the nexstent was listed as "possible".